Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction associated with the sensor adhesive occurred. The sensor was inserted into the leg, which is off label usage of the device on (B)(6) 2020. Five days after the sensor was inserted, the patient developed redness, itchiness, pus, blisters, burn marks (presumed to mean wound), and scarring under the sensor patch. Various barrier products (skin tac, cavilon, tegaderm) have been used unsuccessfully. No additional patient or event information is available.